Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 15-106054 m2a-38 cup non flared sz 54 mm lot# 849460. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018- 03840.

Event description:
It was reported that patient underwent a revision procedure approximately 12 years post-implantation due to metallosis, elevated ion levels, and pain. Post operative diagnosis noted soft tissue damage. Attempts were made to obtain additional information; however, none was available.